Manufacturer narrative:
On (B)(6) 2017, an fse was dispatched to the customer site to address the reported event. The fse re-soldered broken wire to cap detect circuit board. The fse ran daily maintenance and qc with no errors. The fse lubed all components. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to a wire broken on cap detect board. (B)(4) is submitting on behalf of the foreign manufacturer tosoh corporation, per exemption number (B)(4). This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2017, a customer reported 4124 spec z bump error with the aia-900 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.